Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the batteries ((B)(4)) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The pump remains implanted while the batteries were received by the manufacturer on (B)(4) 2014 for evaluation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Device history records review was performed and found no anomalies. A visual and functional testing was performed on ((B)(4)) passing visual and functional evaluations. As a result of the evaluation it was found that the batteries ((B)(4)) did perform per specification. A review of the controller log alarm file revealed a "critical battery" alarm was generated for battery serial (B)(4). The controller log alarm file revealed a controller log alarm file showed around the complaint event date a critical battery alarm 2 was generated for battery serial (B)(4). Evaluation of battery ((B)(4)) passed external visual inspection but failed functional testing. The complaint event details were confirmed during the log files reviewed and identified the batteries as having potentially participated in switching event due to a loss in capacity of the other connected batteries. Log file analysis indicates a potential communication anomaly between the controller and the connected batteries. However, these could not be replicated at the bench level. The probable root cause was determined to be "faulty cell". On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The devices listed in this report are used for treatment, not diagnosis. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
Approximately one year and six months post hvad implantation, it was reported that the patient experienced premature power switching from one port of the controller to the other. The batteries were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.